Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up which occurred 3 days after the sensor had been inserted in the thigh. The patient woke and experienced malaise, dyspnea, vomiting, dry mouth, polyuria, palpitations, pain, and disorientation. The continuous glucose monitor (cgm) had failed an unspecified time prior to the onset of symptoms. The patient was transported to the hospital by the parent and diagnosed with diabetic ketoacidosis. The blood glucose (bg) was high. The patient was hospitalized and received fluids and insulin drip for hyperglycemia and morphine for pain. The patient was then discharged on (B)(6) 2023. At the time of the report, the patient felt fine. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.